Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report, labels) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up will be filed. (B)(4). Notes: zimmer's reference number of a subsequent case on the left side is (B)(4). This is a bilateral case. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 62/56 code v on the left side on (B)(6) 2009. The patient was revised on (B)(6) 2009 due to infection.

Manufacturer narrative:
This case was reopened on (B)(6) 2017 to enter additional information which was received on (B)(6) 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is cpt(B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 62/56 code v. The patient was revised due to loosening. This is a bilateral claim. Right side complaint : cpt(B)(4)..